Event description:
It was reported that the valve was leaking during implantation.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.